Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the leg bag had a vapor lock and would not allow urine to flow into the bag.

Event description:
It was reported that the leg bag had a vapor lock and would not allow urine to flow into the bag.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The visual evaluation of the photo sample noted that there appeared to be urine in the drainage tube that was unable to pass into the leg bag. . The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the leg bag product ifus are found to be adequate based on past reviews.